Event description:
The customer reported a broken syringe clamp. No patient involvement is noted.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 04/02/2012 to present date 10/22/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 04/02/2012 to present date 10/22/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported a broken syringe clamp. No patient involvement is noted.